Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was alleging possible pump under delivery. The customer¿s blood glucose level were 274 mg/dl, 218 mg/dl. Customer treated there high blood glucose by giving manual shots. Customer was using auto mode feature. The device will be returned for analysis.